Event description:
Reporter claims x-tube broke at the ctr bolt while operator was wheeling into bathroom. Chair collapsed causing operator to be caught between the arms of the chair. Received some bruising near ribcage.